Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone reporting when inserting new battery they receive recurring alarm. Customer states battery only lasting anywhere from an hour to twenty-four hours before alarming again. Blood glucose not reported. Pump will be replaced.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. (B)(4).